Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the locator abutment (iloa004) fractured off inside of the implant. The fractured piece was removed and another locator was placed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zest per#18-1437 zimmerbiomet complaint number (B)(4). The complaint and product associated has been received, reviewed, and evaluated as required by zest dental solutions complaint process and applicable regulations. One used abutment was received. The product did not have original package; therefore, unable to verify part/lot number information. The abutment has smooth wear at coronal surface and fractured at the thread¿s minimum diameter. There was no manufacturing defect found. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the patient presented with locator abutment stayed in the prosthesis. At the moment the patient wanted to remove the prosthesis, a part of the screw of the locator broke in the implant. Doctor removed the screw part with ultrasound. Another locator was placed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h6: evaluation codes and h10: additional narrative.

Manufacturer narrative:
The device was misplaced in the emea facility and not returned to zimmer biomet pbg. The supplier is responsible for investigation. Without the returned product and a lot number, the supplier cannot evaluate or perform a DHR review. Therefore, the event is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of report. G4: date received by manufacturer. G7: type of report. H2: follow-up type. H3: changed to " no" due to the device being misplaced. H6: evaluation codes. H10: manufacturer narrative. Device misplaced in emea facility.

Event description:
No further event information available at the time of this report.